Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction alarm occurred when customer was changing cartridge. Customer declined follow up from tandem technical support. There was no reported adverse impact to customer's blood glucose. No additional information was provided.